Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Patient's wife reported that her husband's receiver displayed a hardware failure and shut off at around noon. Patient fainted and went into a diabetic coma at around 5-5:30 p.m. Patient's wife called the paramedics, and the pt's blood sugar was at 26 mg/dl when the paramedics arrived. Patient was hospitalized and discharged later that day when his blood sugar was at 95 mg/dl. Patient was resting at home at the time of his wife's call to dexcom technical support.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 302 mg/dl and 144 mg/dl. Customer did not take his novolin r at the time of the incident, due to the erratic readings. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.